Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported during surgical use, the surgeon performed tha procedure and during this surgery, surgeon encountered a incident that a tip of driver was disassembled and all parts except for one shaft was retrieved from surgical field and operation room. Using the imaging machine, he checked if a shaft was left in patient body. As a result, there was not found out a shaft in patient body. There was a 31-45 min surgical delay/prolongation. There was no adverse event as a result of the surgical delay. Patient was last known to be in stable condition following the event. Image received. Sales rep was unable to obtain x-ray. Device is available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the broken tip driver reported may have been due to the press-fit dowel pin backing out as a result of numerous surgical uses and subsequent sterilization cycles, which led to ultimate disassembly of the tip and washer subcomponents from the device. The most probable root cause associated with the reported event of ¿disassembled / misassembled¿ is associated with the unwanted disassembly of the device, or incorrect assembly of the device (attaching mating instrumentation incorrectly, assembling an implant construct off-axis, etc.)